Event description:
Nurse reported hospitalization due to hypoglycemia. Customer was transported by ambulance to hospital. Customer was unresponsive and vomiting. The blood glucose reading is 38 mg/dl. Nurse noticed residue on the drive support cap. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.